Event description:
It was reported that during a cryo ablation procedure, the temperature dropped faster than expected. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 20144 were returned and analyzed. The received files were analyzed using the applicable console cdm software per the applicable field service manual. One files was received and recorded on the reported date of the event. The file showed four applications were performed using the returned balloon catheter. The file also showed 15 applications were performed using a non-returned balloon catheter. The patient file showed system notice 50012 "the refrigerant delivery path is obstructed" during ablation of the first application. Console output data showed unexpected pressure profiles and flow profiles during the first through fourth applications. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was below -60 degrees celcius. The inflation, ablation, and thawing phases were completed. No console system notices were generated. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through testing. The balloon catheter failed the returned product inspection due to the injection tube fracture/tear observed at the balloon segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.